Event description:
It was reported that during the radiation treatments the longevity of this implantable cardioverter defibrillator (ICD) has been decreasing. There is a known potential to cause premature battery depletion (pbd) behavior with radiation treatments. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.